Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73g1500464 investigations did not show issues related to the complaint. The device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the physician found that the staples were stuck in the stapler during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) the customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination revealed that the staples appear to be aligned. Approximately 34 staples remain in the cartridge indicating that 1 staple was fired by the end user. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. An attempt was made to fire the staples. However, the staples will not load into the forming tool. It is unknown why the staples will not move down the track. The stapler will not fire. The stapler was taken apart and it was confirmed to be correctly assembled. A corrective action is not required at this time as it could not be determined what is preventing the staples from moving down the track. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. Other remarks: the reported complaint of staples stuck in the stapler was confirmed based upon the sample received. The staples will not move down the track. However, no signs of misassembly or misalignment could be found. All staplers are 100% inspected at manufacturing for firing at the time of assembly. However, the stapler was returned with 34 of the 35 staples left in the cartridge indicating that the stapler was fired 1 time by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Reported event: the physician found that the staples were stuck in the stapler during use. The patient's condition was reported as fine.